Event description:
We received a report that an zmb00 intraocular lens (iol) was explanted from the patient's right eye after she complained of blurry vision. An incision enlargement was not required as the lens was bisected and removed whole.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The lens was cut in pieces, most probably to make explant possible. Visual inspection at 12x magnification shows the lens can be identified as tecnis multifocal acrylic 1-piece intra ocular lens because of the presence of a diffractive ring pattern on the optic. The lens optic is damaged and scratches are present. Dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. Manufacturing records were reviewed. Device history records show the production order was manufactured without any non-conformances or deviations. Optical measurement records show the device was released within specifications. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.